Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge alarm 29 occurred during the load sequence. Customer¿s blood glucose was 200 mg/dl. A new cartridge was successfully loaded, and the customer resumed insulin therapy.